Event description:
Spontaneous report from (B)(6) at (B)(6) clinic to confirm IV veletri patient's dosing. Per zorim, the patient's orders weren't in yet, but she believes the patient was in for something related to their internal line. No other information provided. Unknown when patient presented to the hospital. Product lot number and expiration date were systematically retrieved from the dispensing system. Reported to (B)(6) by health professional.